Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2007, the patient's hearing sensation suddenly became softer. From that moment on the patient was no longer able to hear with his device. Testing confirmed that the device has malfunctioned.